Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the bottom of the cassette door of their cycler during their pd treatment. The patient reported receiving a supply bag lines are blocked during pause 1 and an air detected in cassette alarm during fill 1 of 8 of treatment prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Technical support advised the patient to cancel treatment and re-setup with all new supplies. Upon follow up, the patient confirmed the reported event. There were no leaks found on the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler and new supplies. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the bottom of the cassette door of their cycler during their pd treatment. The patient reported receiving a supply bag lines are blocked during pause 1 and an air detected in cassette alarm during fill 1 of 8 of treatment prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Technical support advised the patient to cancel treatment and re-setup with all new supplies. Upon follow up, the patient confirmed the reported event. There were no leaks found on the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler and new supplies. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.